Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels reported. The customer reported that there was a leak from the infusion set during priming for the insulin pump. The customer reported that the motor of the insulin pump was not running since no noise could be heard but the insulin continued to drip from the infusion set. No information was provided as to the exact make and model of the infusion set that was leaking. The customer was also advised that the reservoir of the insulin pump might be occluded. No additional information was provided.